Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to the end of the nozzle tip. No device damage is observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens adhered to a lens case base. Viscoelastic is observed. The optic has a portion missing from the edge and is cut across the center as indicated in the report. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported events could not be determined. No device damage is observed. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that there was some resistance in the injector at the time of insertion of a preloaded intraocular lens (iol) which led to the iol pushing into the nasal capsule rapidly, resulting in a posterior capsular rupture. The single piece iol that was initially injected was cut out, and seeing that the anterior capsule rim was unaffected, a sulcus lens was placed. Thorough bimanual anterior vitrectomy was done to remove vitreous from the anterior chamber. Gentle irritation-aspiration was performed to remove viscoelastic. The main corneal incision was sutured closed. Additional information was requested.